Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the defective video connector cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additionally, there were interference mark(s) in the image due to a defective video connector, and there were horizontal stripes in the image when shaking the video connector, as the object was visible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the visera pro video system center had poor contact with the video connector. The issue was observed during a therapeutic procedure laparoscopic cholecystectomy, and the procedure was completed with the same device. The patient was not under sedation and there was no patient harm or injury reported.